Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Upon initialization, the piezo did not sound. The back hand housing was removed and there was observed damage to an internal transistor and to the 44 pin cable. During functional evaluation it was found that a switch was nonfunctional. When the upper right rotation key was pressed, the handle didn't respond within manufacturing specifications. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component failure was identified during product analysis. The root cause for the reported condition has been attributed to a switch failure. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the switch failure. Additionally, the investigation detected unreported conditions of no piezo sounds and damage to the 44 pin cable that has no relationship to the reported condition. The ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Replication of the damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gasrectomy, at the first firing, the rotation button was pressed but the shaft did not rotate. The response of the lower rotation button on the left side of the handle was very bad. When pressing hard, it responded occasionally but unstably. Other buttons functioned without problems in particular. The procedure was completed with another device. There was no patient injury. Pli10: medtronic's initial evaluation of the incident device found that the cause of the ground trace on 44-pin flex cable becoming damaged is due to the rear handle housing pushing against the flex cable.